Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result of 168 miu/ml was reported to the ER around 4:18 pm. A new sample was collected from the patient around 10 pm and the result was approximately 66000 miu/ml. On (B)(6) 2017, the aliquot and the primary sample tube from the initial sample were repeated on another analyzer and the results were 82080 miu/ml and 80064 miu/ml. These results were believed to be correct. The customer declined to provide information concerning if there was any adverse event. The patient was admitted for an unknown reason and was discharged (B)(6) 2017. The reagent lot number was 21015105 with an expiration date of 31-may-2018. The field service representative ran performance testing which passed. He verified mechanisms were working properly and the customer ran qc on all tests.

Manufacturer narrative:
A specific root cause could not be identified. The analyzer alarm trace contained messages indicating pipetting errors with other samples. These issues could lead to low results. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.